Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance issue. Attempts to obtain additional information was unsuccessful. This lead was never in service. No adverse patient effects were reported.